Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted seven (7) years, eleven (11) months, twenty seven (27) days, was explanted due severe mitral regurgitation secondary to valvular dehiscence. The explanted device was replaced with a 27mm bioprosthetic mitral valve. There were no reported complications. The patient is s/p mitral valve replacement for endocarditis approximately 6-7 years ago. He underwent a redo mvr though a sternotomy about a year later. Patient was recently hospitalized with heart failure and was found to have partial dehiscence of the valve. This was a high risk 3rd time redo mitral valve. Replacement.